Manufacturer narrative:
Investigation results of the provided information were made available. Updates: date received by manufacturer:, adverse event, if follow-up, what type?, event problem and evaluation codes, additional manufacturer narrative and/or corrected data. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: during the trend analysis, no trend was identified. Review of event description: it was reported that a (B)(6) years old male patient had received right tha (pfm revision stem with unknown head and cup) on (B)(6) 1999 and underwent a revision surgery on (B)(6) 2017 due to breakage of the modular pin of the stem after 17 years 6 months invivo time. Review of received data: ap view pelvis x-ray dated (B)(6) 2017: right hip tha with the stem observed to be broken at the modular connection and acetabular shell fixed with 2 screws. 3 cerclage wires noticed in total for the fixation of the femur: 1 being at the modular connection location, 1 at the proximal stem close to the modular connection and 1 at the mid height of distal stem. Proximal stem has tilted medially and seems to have insufficient bony support, whereas the distal part seems fixed. Ap view pelvis x-ray dated (B)(6) 2017: operative planning for the revision surgery. Mrp titan stem planned to be implanted with trilogy shell- pe longevity liner . No surgical reports were received for review. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis and conclusion: root cause determination using sap dfmea (revitan dfmea is considered due to the similar design): fracture of implant due to insufficient fatigue strength of material and design. Not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Moreover, biomechanical reports (fea, testing) and the raw material certificate certify the fatigue strength of the material. Fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling(impaction). Possible: the products were not returned for investigation, therefore cannot be excluded. Failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements). Not possible: DHR of the components show that the devices were manufactured according to the specifications. Fracture of implant due to micro cracks due to laser marking in high stressed implant areas. Not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device. Possible: no information about the patient activity is known, therefore cannot be excluded. Fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic). Not possible: a systemic issue with design and/or material properties would have been detected would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Moreover, material compatibility specification certifies the material resistance. Failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products. Not possible: material pairing is certified by the material compatibility specification . Fracture of implant due to damage of stem during implantation. Possible: the products were not returned for investigation, therefore cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear). Possible: the device was not returned for the investigation, therefore cannot be excluded failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear). Possible: the device was not returned for the investigation, therefore cannot be excluded. Loosening or fracture of components due to patient with high body weight leading to increased wear. Possible: patient weight is unknown, therefore cannot be excluded. Loosening or fracture of implant due to insufficient bony support of implant. Possible: proximal bone support seems to be insufficient whereas the distal stem is fixed. Conclusion summary: the product was not returned for the investigation. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. No surgical report was received for review. No other medical document was available for review except the only available x-ray dated (B)(6) 2017 showing the broken stem (at the modular connection) with proximal part loosely bone-attached and distal part well fixed. What ultimately led to the final radiological observation on (B)(6) 2017 can not be reliably assessed in the absence of previous medical data. However, possible causes for the breakage of the connection pin include the material damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), wear between connecting pin and proximal part due to bone (third body wear), wear between taper on the proximal part and ball head due to bone, insufficient bony support of the implant and increased wear due to patient with high body weight. In addition, the product details of the implanted head and cup are unknown, therefore a contribution of these products to the reported breakage cannot be excluded. With the information available at the hand, it is not known to which extent those factors have played a role in the failure event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is cmp-(B)(4).

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. An e-mail requesting additional information was sent on march 15 , 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a prosthesis stem pfm-r a1-p3 on unknown side on unknown date. It was stated that a breakage of the conus occurred (at the transition point between shaft and neck section). It is unknown if the patient was already revised.

Manufacturer narrative:
Additional information for this case was received and filled in this report. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted pfm revision stem r2-d4 on right hip side on (B)(6) 1999. It was stated, that a breakage of the conus occurred (at the transition point between shaft and neck section) on (B)(6) 2016 and a revision surgery was performed on (B)(6) 2017.